Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine, dose and concentration not reported. The indication for use was non-malignant pain. It was reported that the patient's pump went bad early and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.